Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿error 23210 on axes controller, motor (acm)¿. The usm was tested on an in-house system and failed normal mode as it triggered 23210 errors on the acm. The usm failed on a pftp as it failed the direction tests. The acm board was swapped with a new one and the errors no longer occurred on the usm. The original acm board was reinstalled, and the errors returned. The usm was tested on a testing platform with a new acm boa and passed lissajous, sensors check, sine cycle, carriage friction test brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The acm board will be replaced as a fix to the reported problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected system and was able to reproduce the error. The fse replaced usm 1 and performed system verification. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed recoverable error 23210 related to the reported complaint. An event verification confirmed that the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the system had a recoverable fault 23210. An isi technical support engineer (tse) reviewed logs and confirmed the error on universal surgical manipulator 1 (usm1) on axis 3. The tse noted that customer disabled usm1. The tse recommended to hard power cycle the system. The customer called back in due to a non-recoverable fault encountered while performing a system reboot. The tse noted communication faults on the system. The tse performed hard reboot, however, the system came back up with 23210 faults on the usm1. The tse informed customer that the usm could be disabled if surgeon want to use the system with 3-arms. The procedure was completed with no patient injury.